Event description:
It was reported that there was high impedance and possible fracture on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The analyst commented electrical resistance and cross continuity test results were within specifications. Then, performed destructive analysis and visual inspection of distal conductor if there's a distal filar fracture. No filar fractured were observed. No anomalies was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947m62 implantable tachy lead implanted: 2012-(B)(6), d314drm implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6). (B)(4).

Event description:
The patient is enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.